Event description:
It was reported by nurse PICC line migration. Nurse reports patient's statlock has fallen off but the dressing is still intact. Additional information received 03/10/2023: she reports the PICC is usually measured at 12cm from exit site to beginning of the lumen but it is now measuring 25.5cm. Migration of 13.5cm. Nurse reports he was connected to 4000ml glucose pn, pump was turned off when she arrived but the full pn bag has infused. She reports the patient does not know when the line migrated and statlock came off, he only noticed just before the nurse arrived at 1045. Nurse reports no sign of thrombosis, no chest pain or shortness of breath on arrival. No swelling or pain to arm. Patient feeds 7 x weekly. 6 x glucose and 1 x lipid. Not diabetic, stage 2 kidney and heart failure. I have advised patient attend a&e to x-ray line to confirm if line safe and appropriate for use. Nurse will call family member on behalf of the patient to take him as patient was having a panic attack at time of call back due to anxiety of the situation. Nurse was providing reassurance and attempting to calm him down. She states patient is prone to panic attacks and she has used breathing and distraction techniques which have significantly eased his panic attack. Reporting nurse is due to visit this evening. She will contact patient prior to connection and inform advice line if visit not required. Update- nurse has contacted patient's friend who will take patient to a&e. Nurse waited until friend arrived before leaving. At time of leaving no concerns regarding thrombosis.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.